Manufacturer narrative:
The reported event of the sleeve does not move was not confirmed. Analysis found that a complete lead was returned in one piece measuring 46.0 cm. Visual examination did not find any anomalies to the suture sleeve or the lead body. The diameter of the suture sleeve was found to be within specification. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the sleeve of the lead exhibited failure to separate. The lead was exchanged during the procedure. There were no consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.